Event description:
A generator was returned for product analysis after being explanted due to battery depletion. It was found during product analysis that there were contaminants on the printed circuit board assembly (pcba) that contributed to the lower battery status. Both interrogation and system diagnostic test were performed, with a distance of one and one-quarter inches (spacer block) between the device and the programming wand. The following results were noted (load resistor/reported diagnostics results, all values in ohms and battery status): 4000/3978, with ifi no. Resulting status checks for; communication were ok, lead impedance and current delivered were normal for all diagnostic tests performed. The pulse generator performed according to functional specifications. A comprehensive automated electrical evaluation showed that the device performed according to functional specifications. However, the pulse generator was opened due to possible contaminates on the trimmed edge of the pcba (tab removed). A visual assessment on the pcba showed contaminates on the trimmed edge of the pcba. The battery was removed. A postburn electrical test was performed. Several test parameters failed including r2 verification, supply current off, supply current off sense, and trim diagoncurrent. Fine grit sandpaper was used for the removal of the observed contaminates from the trimmed edge of the pcba. Based on the postburn electrical test results, the contamination that was observed on the trimmed edge of the pcba suggest probable electrical paths (resistive path) were established between the copper edges on the trimmed edge of the pcba, which contributed to the supply current conditions. Production records were reviewed for the suspect device. It passed all quality testing prior to distribution. The device was manufactured during the period in which laser routing was part of the manufacturing process, known to result in the contaminants on the edge of the printed circuit board that could result in premature battery depletion. No additional information has been received to date.